Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause is unknown.

Event description:
The customer reported a clearlink extension set with 2-port manifold, product code 2c8920, lot number unknown, is coming apart. The process step is unknown. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
It is unknown if the sample is available at this time. A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. (B)(4).